Event description:
During normal manipulation of the super soft wire, the distal end (approx 30 mm) detached from the rest of the wire. Incident occurred during cardiac angioplasty procedure. Pt showed no ill effects. Tip remains in the vessel. Pt discharged with normal activity. Physician will follow.